Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "slow leak". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening(curved) and wear abrasion leak test and microscopic analysis was performed which identified cracked valve, striated opening on anterior delamination partial of the valve and creases(flat). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a delamination(partial) of the valve (adhesive failure), and a striated opening on anterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side deflation. Device was explanted.

Event description:
Device was explanted.